Event description:
The pt reportedly has an infected skin flap which has led to an device extrusion. The pt's c1 device is functional. The pt reportedly has worn the external equipment for twenty-four hour periods on occasion. The pt has been prescribed augmentin and bacitracin. Surgery is to be scheduled.